Event description:
Trifuse noted to be cracked when ECMO specialists unclamped it to draw an abg. Crack noted on one of the top "y" sections where it is hooked up to flush. No fluids infusing in this port. Versed and fentanyl infusing into other ports. Leaking of blood caught immediately and there were no ill effects to infant.